Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a high glucose alarm after eating and reconnecting to the ilet, with a documented peak glucose of 330 mg/dl and time above range of approximately four hours; the user announced the meal 15 minutes after eating and performed a fingerstick of 272 mg/dl trending down, which was used to recalibrate the ilet. Symptoms included none. Outcomes included resolution of hyperglycemia by reconnecting to the ilet and resuming insulin delivery, with guidance to monitor glucose for one to two hours and consider backup therapy if needed. Investigation included phone-based troubleshooting and education regarding timing of meal announcements and monitoring after reconnection. Investigation of this case revealed high glucose associated with delayed meal announcement after reconnection to therapy, with the device providing a high alert and continuing insulin delivery. It was concluded, based on previously established findings for similar reports, that user-related timing of meal announcement and recent reconnection to therapy were the most likely contributors to the event.